Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, damage (physical or cosmetic), battery failed alarm. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884l, mmt-332a. Troubleshooting could not be performed. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for unomedical. No product return is required for mmt-1884l. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08620 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. The pump history file lists data from (B)(6) 2025. Unable to verify any no delivery (insulin flow blocked) alarms for 11/22/2024 (event date) due to no available historical data however, there are no delivery (insulin flow blocked) alarms found in the available data in the history file. The earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 7:34:59 pm. There was no power data available for the event date 11/22/2024. Unable to check power data for failed batt/battery failed alarm however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range using the existing historical data. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, cracked battery compartment, and pillowing keypad overlay. The complaint of no delivery (insulin flow blocked) alarms is not confirmed. The complaint of rejecting new batteries (battery failed alarms) is not confirmed. Cracked select button is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.